Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure the working element stopped working in the middle of surgery. The surgeon tried to change the diathermy machine and swapped the pedals but it still did not worked. The intended procedure was abandoned. No further information was provided.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the available information. Based on the information available, the exact cause of the patient¿s outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer¿s fault description, damage to the electrical interface is assumed. The electrode contact may have been impaired due to rust or dirt, possibly caused as a result of inadequate reprocessing, which led to electric flashover and consequently to a contact fault. Thus, the reported event/incident can most likely be attributed to use error. A DHR review could not be performed since basic data of article identification (lot number) are missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.